Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. The customer's spouse stated that the drive support cap was flush and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer's spouse was advised to monitor and call back for further assistance. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).